Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to a competitor lead malfunction and a patient notifier within the device. The device was explanted prophylactically following the advisory for premature battery depletion. No issue was reported regarding the device. The device was discarded and will not be returned. The patient was stable.